Manufacturer narrative:
The customer contacted a siemens customer care center and reported that bare wires touched the pump panel of the dimension exl 200 instrument, which resulted in sparks and smoke emitting from the instrument. The customer separated the wires from the metal portion of the panel and taped the wires to prevent it from contacting the panel. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse determined that the insulation of the pump home sensor wires malfunctioned. As a result, the cse replaced and tested the reagent 1 (r1) metering pump home sensor and adjusted the home limit screw. Then, the cse primed pump to test. To confirm the repair, the cse monitored instrument during quality control and sample run, which demonstrated that the instrument was performing according to specifications. Siemens further investigated the issue and determined that a use error contributed to the damage of home sensor's wire insulation. The customer neglected to take necessary precautions to power down the instrument prior to disconnecting/reconnecting the r1 metering pump's home sensor connector while troubleshooting the r1 metering pump lost step errors, which is outside siemens healthineers approved procedures. The dimension's system error log's instructions for operators do not advise the operators to reset wire connectors with the instrument running. This instrument is a ul listed analyzer and conforms to the requirements that materials used will not lead to electrical shock when the instrument has been powered down. With the instrument operational, the reagent 1 metering pump's home sensor connector provides non-life-threating voltage of 24 volts. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that bare wires touched the pump panel of the dimension exl 200 instrument, which resulted in sparks and smoke emitting from the instrument. The customer had an alternate instrument for testing and no injuries were reported. There are no known reports of adverse health consequences due to the event.